Event description:
Patient was at home ambulating and phoned the hospital because of an alarm. At the hospital, the log files were sent for review and showed multiple electrical-faults on the day of the event. The patient remained hospitalized for a driveline cleaning procedure. Seven days later a cleaning procedure was performed by the field service engineer (fse) with exchange of the controller. The patient was prepped with administration of inotropes. The electrical fault was reproducible and there was visible contamination within the driveline and controller connectors. After disconnection of the driveline from the controller for inspection, the pump did not restart when reconnected. An immediate cleaning procedure per the manufacture's guidelines was performed. The pump was off for approximately one (1) minute and thirty (30) seconds during the cleaning. The pump restarted on dual stator motor when reconnected to the back-up controller. Three additional rounds of cleaning were performed with the pump off for sixty (60) seconds each time. The patient tolerated the procedure well with no further effect.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The device (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed contamination in the driveline port; functional testing revealed that the device performed per specifications. However, pictures sent by the field service engineer confirm the presence of a foreign material in the driveline connector port of the controller. The reported electrical faults were confirmed via review of the controller log files, which revealed multiple electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, is an ingress of contaminates onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminates to enter the driveline connector. Heartware has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Hospitalization and medical intervention to prevent injury. Device remains implanted.